Event description:
Adverse event(s): "a posterior capsule tear occurred" (capsule bag tear, posterior). Product problem(s): "poor aspiration and poor vitrectomy cutting" (aspiration issue) (failure to cut). The nurse reported poor aspiration and poor vitrectomy cutting during an unplanned anterior vitrectomy. Additional information received from the nurse stated he had to toggle between the phaco mode and vitrectomy mode twice before the aspiration was adequate to complete the anterior vitrectomy. The surgeon did not fault any alcon product for contributing to the posterior capsule tear that occurred. The nurse stated the anterior vitrectomy probe was disposed of after the case. Multiple attempts were made for patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B) (4). (B) (4)